Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation: inventory manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the case was a right groin access with a 6 french sheath in place. The angio-seal device involved was used to achieve hemostasis after the procedure. The angio-seal was used with all proper steps followed. As the device was deployed, hemostasis was not achieved. There was much oozing at the access site. Digital pressure was held to achieve hemostasis. No harm came to the patient from the event. The patient was in stable condition. The procedure was a success. There was no patient injury or surgical intervention required. No equipment or other devices were used with the product involved. Additional information was received on 13 feb 2023: the oozing at the site would be the blood. The estimated blood loss was very minimal. The actual volume could not be speculated. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results, to update section h3, and add information to section b5. The information was inadvertently left out of the initial report. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the rear lock position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath. No other signs of damage or deformation were found on the returned device. The complaint was unable to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 06 mar 2023: the device was deployed and implanted into the access site. Hemostasis of the access was not achieved.